Manufacturer narrative:
H3: the returned pump (s/n (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 202-apr-01, additional information was received from the manufacturer representative (rep). It was reported that they had opened a new pump, but when they opened the pump pocket, there was orange material around the implanted pump and the physician was not sure if he wanted to put a new pump in that location.

Event description:
On 2021-apr-01, additional information was received from the manufacturer representative (rep). It was reported the patient reported their skin was warm to touch before episode starts. The pump was replaced on (B)(6) 2021. It was also noted that the patient reported nausea, vomiting, chills, sensitive to smell and taste, antiemetics were given for nausea and vomiting, dye study was performed, pump interrogated/logs checked. The patient recovered without sequela.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the issue had not been determined. The physician had put in the referral request for replacement, so the replacement was in the process of being scheduled. The event and patient symptoms had not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2021-jan-12 regarding a patient receiving dilaudid (25mg concentration at a dose of 2.310mg) via an implanted infusion pump. It was reported that the patient was having issues with the pump. The patient reported different episodes of nausea, chills, sensitivity to smell, and loss of appetite since (B)(6) 2020. The pump was interrogated on (B)(6) 2021 and it showed no motor stall. A dye study was performed and showed no issues with the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. No actions/interventions were taken at the time of report as the patient was not currently having symptoms. No surgical intervention had been planned or scheduled, and it was unknown if the issue was resolved at the time of report. On 2021-feb-25, additional information was received from the rep. They stated, "please report this issue is resolved since there were no findings or any further actions taken". Additional information was received from a healthcare provider (hcp) via the rep on 2021-feb-25 indicated it was asked but unknown when the event/difficulty occurred. It was noted there was a potential pump issue the patient had expedited withdrawal symptoms 11 times since 2019 and seems more severe in the last 2 months. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The physician conducted a successful dye study on (B)(6) 2021 with no issues found and now the physician was requesting pump replacement. The issue was not resolved at the time of this report. Surgical intervention was planned, but not scheduled. The patient's status was alive- no injury.